Manufacturer narrative:
Additional info- product code, product long description, product code, common device name, catalog #, product available to stryker, returned to manufacturer on, PMA/510(k)#. An event regarding crack/fracture involving an exeter stem was reported. The event was confirmed. Method & results: device evaluation and results: visual inspection: a visual inspection was performed by a material analysis engineer which noted the returned device. The parts were examined with the aid of a stereo microscope at magnifications up to 50x. The implant was assumed to be for the right hip. If subsequent information indicates the implant is for the left hip, the anterior and posterior surfaces are reversed. The anterior, posterior, lateral and medial surfaces of the stem show damages consistent with the cement-mantle breakdown process and explantation damage were observed on the stem. The fracture surfaces associated with the proximal neck and distal stem, respectively. Based on macroscopic features, the approximate direction of fracture propagation. Dimensional inspection: not performed due to damage noted in visual inspection. Functional inspection: not performed due to damage noted in visual inspection. Material analysis: a material analysis concluded that the stem fractured in fatigue with the final fracture occurring in ductile overload. Eds showed the stem was consistent with astm f1586 alloy. Based on the given information, no identifiable materials or manufacturing discrepancies were observed on the surfaces examined. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as lot details, pre- and post-op xrays, patient history& follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
The customer reported that an exeter stem has broken requiring revision. Patient had a fall on (B)(6) 2017.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that an exeter stem has broken requiring revision. Patient had a fall on (B)(6) 2017.

Manufacturer narrative:
Corrected data: the device was not returned for evaluation. An event regarding crack/fracture involving an unknown exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, device details, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened. Device not returned.

Event description:
The customer reported that an exeter stem has broken requiring revision. Patient had a fall on (B)(6) 2017.